Manufacturer narrative:
The end user was sliding across the transfer bench. His scrotum got caught between two sections of the bench and he suffered a skin tear to his scrotum. He sought medical intervention. Medication was prescribed and his condition improved. The sample was returned and evaluated. No manufacturing defect or abnormalities were identified. There was no excessive spacing between the sections of the transfer bench. The spacing of 0.15 inch was present and is intended to allow for drainage of water so that the pooling of fluid does not occur. We have had no other similar incidents reported to us.

Event description:
As the end user was sliding across the bench, he suffered a skin tear to his scrotum when it became caught.